Manufacturer narrative:
H3 device evaluation - engineering performed a visual inspection of the complaint product. The distal tip of the t8 self-retaining driver, 37-in-0060, is partially fractured (one side of the tip) in a plane that is mainly perpendicular to the shaft axis. The cause for the fracture may be due to combined torsional and bending moment loading conditions experienced during this procedure or due to this and prior high loading conditions that may have results in cracks and manifested itself in this failure. The device history record confirms that the 25 piece lot had been inspected and conform to drawing specifications. It is noted that this lot was manufactured to revision b of the 37-in-0060 drawing, which is the outdated split tip design configuration. Root cause is excessive torque on the driver tip causing the breakage during use. The need for corrective action is not indicated at this time as a design improvement was previously implemented in effort to improve tip strength however, complaints will continue to be monitored.

Event description:
It was reported that a procedure was performed utilizing the vault c acdf system. Upon insertion of one of the screws the self-retaining driver (37-in-0060) tip broke off. The doctor was able to remove the tip pieces and the procedure was completed successfully without injury to the patient. There was a delay of five (5) minutes because of the driver malfunction.

Manufacturer narrative:
Patient information - unknown. Available for evaluation - although information provided indicates the device would be returned, it has not yet been received by the manufacturer. Device manufacture date - without lot identification, date of manufacture could not be determined. Device evaluation - as the device has yet to be received by the manufacturer, no conclusions can be drawn at this time. Should the device be received, a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that a procedure was performed utilizing the vault c acdf system. Upon insertion of one of the screws the self-retaining driver (37-in-0060) tip broke off. The doctor was able to remove the tip pieces and the procedure was completed successfully without injury to the patient. There was a delay of five (5) minutes because of the driver malfunction.